Event description:
Metal portion from femoral stem had broken off. Revision surgery was required.

Manufacturer narrative:
Raw material and mfg batch records for cat# 86-6462, lot # 039dp have been reviewed and no discrepancies have been found in the device history record. At this time, jjpi considers this file closed.